Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator gave a graphic user interface (gui) reset alarm. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb¿s were updated. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found if information is provided in the future, a supplemental report will be issued.